Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. A received, the monitor failed incoming functionality testing. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for investigation into a patient's appropriate treatment event, a reportable malfunction was found. The monitor failed incoming functionality testing. There is no indication that the device malfunction led to an adverse event as the patient was treated during a treatable arrhythmia and the arrhythmia was converted to a slower rhythm.